Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found that the battery springs inside the battery compartment are bent. When tested with the customer's returned batteries the alarm does power on and passed all tests. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has no power and does not detect any visible damage to the alarm case. There was no patient incident or injury reported.